Event description:
It was reported that this right ventricular (rv) lead gradually increased the shock lead impedances and now the measurements are high out of range. The technical services (ts) recommended trouble shooting options. This rv lead remains in service. No adverse patient effects were reported. Additional information was received which indicated that, no commanded shock was performed. The physician elected to monitor patient until shock impedance was above 145ohms. No adverse patient affects. Updating complaint summary. Additional information was received which indicated that, a commanded shock was performed, and the impedance was 89 ohms. This device remains in service. No adverse effects were reported, and the patient fully recovered.

Event description:
It was reported that this right ventricular (rv) lead gradually increased the shock lead impedances and now the measurements are high out of range. The technical services (ts) recommended trouble shooting options. This rv lead remains in service. No adverse patient effects were reported.